Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient just received their new external devices yesterday and they called their mdt representative and was told to call patient services for assistance in setting up the external devices. Patient services walked the patient through connecting to their settings and the patient was able to successfully connect to see their settings. The external devices were functioning as intended. The patient had initially connected to select their ins serial number however then they got 'device not responding' and the patient stated that since they'd gotten the implant and they first started connecting to their implant, they'd always had trouble communicating with their implant. Patient stated that it would eventually work for them but it always seemed to give them trouble. Patient stated they were able to feel the ins under their skin on their hip. Patient services asked the patient if the ins felt level to the surface of the skin and the patient stated it felt as thought the implant was slightly tilted under the skin. Patient services advised the patient to center the communicator over the part of the ins that was closest to the surface of the skin and the patient was able to connect to see their settings. Patient stated that the implant was still working for their symptoms even when the external devices were lost. Patient stated that the therapy seemed to have worked even better than it did when they had their external devices so they thought they had finally found the right setting. Patient also stated they would feel the stimulation (the "vibration") every once in a while, when they were sitting and they'd go, "oh, it's still working" and that the therapy worked beautifully. Patient services reviewed external device function with the patient as well as therapy expectations and sti mulation considerations and walked the patient through ending their session. External devices were "set up" and the patient's reason for call was met. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported that their previous external devices were stolen when their car was stolen so they'd just received their new external devices yesterday and they called their mdt representative, and was told to call patient services for assistance in setting up the external devices. Patient services walked the patient through connecting to their settings and the patient was able to successfully connect to see their settings. The external devices were functioning as intended. Patient services is flagging this call as the patient had initially connected to select their ins serial number however then they got 'device not responding' and the patient stated that since they'd gotten the implant and they first started connecting to their implant, they'd always had trouble communicating with their implant. Patient stated that it would eventually work for them but it always seemed to give them trouble. Patient stated they were able to feel the ins under their skin on their hip. Patient services asked the patient if the ins felt level to the surface of the skin and the patient stated it felt as thought the implant was slightly tilted under the skin. Patient services advised the patient to center the communicator over the part of the ins that was closest to the surface of the skin and the patient was able to connect to see their settings. Patient stated that the implant was still working for their symptoms even when the external devices were lost. Patient stated that the therapy seemed to have worked even better than it did when they had their external devices so they thought they had finally found the right setting. Patient also stated they would feel the stimulation (the "vibration") every once in a while when they were sitting and they'd go, "oh, it's still working" and that the therapy worked beautifully. Patient services reviewed external device function with the patient as well as therapy expectations and stimulation considerations and walked the patient through ending their session. External devices were "set up" and the patient's reason for call was met. Documented reported event. No further action was taken by patient services.

Event description:
Additional information was received from the patient. They reported that it is not tilted. It sometimes moved a little when they were trying to get it to be found by the finder device. That was always difficult, but it eventually it connects.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.